Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified de novo left anterior descending artery that was 90% stenosed. Post stent implantation of a 3x12mm xience xpedition, a dissection was noted at the distal end of the stent. Another stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.